Event description:
Strange bizarre episodes of hair loss, dry eyes, muscle/joint pain, chronic fatigue, etc. Following surgery for silicone breast implants. After mastectomy related to breast cancer. Scheduled to have the implant removed (B)(6) 2011.